Event description:
The account alleged that a pt fell out of the bed and the nurses alleged that the bed exit function turned itself off because the scale pod said "off". No injury reported.

Manufacturer narrative:
The account was inserviced on proper setting of the bed exit and it was explained that the scale pod display is for the scale function and that the bed exit if set properly should have still alarmed. The technician investigated and found the bed exit is functioning properly. The technician found no issue with the bed. The nurse alleged that they were getting the pt out of the bed and into a chair and the pt knees buckled and the pt fell. There was no injury as a result of the alleged fall. Versacare bed user manual states: the bed exit alarm system is not intended as a substitute for good nursing practices. The bed exit alarm system must be used in conjunction with a sound risk assessment and protocol.